Event description:
It was reported that the insulin pump has cracks in the case. The drive support cap was sticking out, and the customer does not know how it happened. No further information was provided.

Manufacturer narrative:
The insulin pump was received in with cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.